Event description:
We reported to (B)(6) 1st that we were unable to bleed oxygen through my trilogy 100. Then reported the machine didn't feel right and I kept having oxygen desats. Healthcare solutions blamed anxiety for the desats and said to use my nasal cannula with the device which takes away the effectiveness. A couple days later my daughter had to call 911 for decreased mentation, and I was hospitalized with inflammation of airway, high co2 and low body ph. Then I had a seizure at the ICU at (B)(6) hospitals and had to be intubated and transferred to (B)(6) hospital for seizure monitoring. I have no history of seizures. Thankfully I was able to be extubated today, but am still in critical condition at ICU. (B)(6) has been very rude and they didn't notify me of the trilogy 100 recall, even knowing I was having issues with the device. Please leave me an email and I will send over all labs and imaging results. FDA safety report ID # (B)(4).